Event description:
It was reported that during the procedure, the fiber broke and stopped working. It is known that there were no patient complications, and the procedure was completed with an alternate device.

Event description:
It was reported that during the procedure, the fiber broke and stopped working. It is known that there were no patient complications, and the procedure was completed with an alternate device.